Event description:
Dräger received an ufr in which it was stated that the screen of the device suddenly turned black during use which made interaction with the unit impossible. It was thereupon decided to replace the device in a controlled maneuver. As per report, the event did not lead to health consequences for the patient.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: there was no stop of or interrupt in ventilation reported. The workstation consist of two major functional subsystems - a ventilation box and a cockpit that incorporates display and user interface. The description in the ufr would suggest that the malfunction affected just the cockpit and that ventilation was continued. The ventilator unit is equipped with a secondary display from which safety-relevant parameter and the fact that ventilation is ongoing can be observed. The nature of the deviation remains unknown due to lack of information, a causal connection to several different conditions may exist. Component malfunctions, lack of preventive maintenance, use error and infrastructure issues must be taken into consideration as contributing factors; a differentiation solely on the base of the description in the ufr is not possible. It is recommended to the hospital to have the device checked by authorized service personnel and to have it repaired if necessary; original dräger spare parts shall be used then.